Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The examination and testing of the device confirmed the reported issue of "double beep" alarm. The issue was determined to have occurred due to an inoperable downstream occlusion sensor/cassette detector. The cause of this component issue was not definitely established.

Event description:
It was reported that the device gave a "double beep" alarm. No known adverse effects to patient.